Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the ECG is not shown. There was unknown patient involvement / adverse patient impact.